Event description:
It was reported that the customer¿s blood glucose (bg) level was "high"; although specific value was not provided; cause was not known. Reportedly, the customer administered a manual injection to address elevated bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.